Event description:
It was reported that the package of the red interface of the catheter was flattened when it was opened. It was stated it was noted on two devices . This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damaged groshong connectors was confirmed; however, the root cause was not identified. The product returned for evaluation was two 4fr groshong connectors. The samples were received in their original opened packages. Both samples included the proximal connector segments. The distal connector segment was only received with the second sample (sample 2). The packages exhibited extensive wrinkling, folding and discoloration of the tyvek. Both connector luer adapters exhibited elliptical orifices. Flattening of the luer threads was observed. Microscopic inspection of both samples confirmed regions of flattening of the luer threads. The luer adapter features were consistent with compression damage. The package features suggested that damage occurred when the samples were sealed. The source of that compression could not be identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include mishandling during product transportation and storage. A lot history review (lhr) of reay0872 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reay0872) have been reported from the same facility in (B)(6).

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay0872 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reay0872) have been reported from the same facility in (B)(6).

Event description:
It was reported that the package of the red interface of the catheter was flattened when it was opened. It was stated it was noted on two devices . This report addresses the second device.